Event description:
The patient's parent reported that they had developed an infection at the pod¿s insertion site while wearing the device between 37 and 48 hours on their leg. Upon removing the pod, the site was bloody, an abscess was observed and the cannula was bent. The patient's parent applied a numbing cream and then emailed their physician on (B)(6) 2025 and was prescribed an antibiotic creme (infecto pjodearm). The patient's parent then took them to visit dr. Med. (B)(6) on (B)(6) 2025 as the abscess was not getting any better and was given an antibiotic juice (amoxicillin). The patient was able to resume treatment by applying a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Cloud - locked down/smartphone data not available. Cloud - omnipod 5 software app version data not available. Cloud - smartphone operating system data not available. Cloud - smartphone hardware data not available. Cloud - cgm sensor type data not available. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.